Manufacturer narrative:
On 7/12/2019, the mentor failure analysis lab has received the device for evaluation. On 7/26/2019, the product investigation was completed. Device investigation summary: during evaluation of the device it appeared intact. Leak testing revealed there was a tear measuring approximately 0.8 cm, located at the anterior view. No additional anomalies were discovered. Microscopic examination was performed and no evidence of instrument damage was observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 375cc mentor siltex round moderate profile saline catalog: 3542660, lot: 144506. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african america female patient who underwent primary breast augmentation with two 375cc mentor siltex round moderate profile saline breast prostheses, suffered right side deflation postoperatively. As a result, the patient underwent implant explantation on (B)(6) 2019.